Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The cause of the peritonitis was further described as the patient experienced ¿diarrhea which caused peritonitis¿ and the patient ¿reused the drain bag with cleansing¿, however, these were not medically confirmed as causes. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering. Extraneal and physioneal therapies were ongoing. No additional information is available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). On an unknown date, the patient was treated with ampicillin 250 mg 4 times a day (route and duration not reported). During antibiotic therapy continuous ambulatory peritoneal dialysis (capd) was conducted instead of automated peritoneal dialysis. An unknown solution was used during the capd therapy. The patient was not hospitalized for peritonitis. The patient was recovered from this peritonitis event on (B)(6) 2014. If additional relevant information is received, a supplemental medwatch will be filed.